Event description:
Femoral loosening as a result of cement not bonding to bone and parts of components.

Manufacturer narrative:
Exam was not possible, as the products were not returned. The investigation was limited to the info provided, as the lot number required to review the device history records and test the retained lot of the bone cement was not provided. The investigation could not draw any conclusions about the reported event. Based on the investigation, the need for corrective action is not indicated. Should add'l info be rec'd the investigation will be reopened. Depuy considers the investigation closed.